Event description:
It was reported that while at an account, after the physician deployed the marker into the breast, as they were removing the applicator from the probe, the tip sheared off. They took post stereo images and was unable to locate the tip. No marker being returned for analysis.

Manufacturer narrative:
Date sent: 01/29/2009. Info is unavailable; device was not returned for eval.